Event description:
It was reported that the ilet user bent the infusion set needle while removing the needle guard and required assistance to replace the set and resume delivery, consistent with an incorrect procedure involving the cannula. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to the cannula, aligning with an improper or incorrect method during handling. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.